Event description:
A (B)(6), female, patient, contacted zoll lifecor customer support to report that her monitor would only go back and forth between the splash screen and a blue screen. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (will not power on past splash screen) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.